Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. A maquet field service tech investigated this event. A dynamic test has been performed but no problem could be observed.

Event description:
According to the customer: during use on a pt, the device estopped several times with a loss of flow. The emergency drive was used, but the user reported that the drive should have "stalled" (no more drive, obligation to remove and put again the centrifugal pump in the drive to restart it). A further medwatch was created for the pump stop with ref #(B)(4) mfrg report # 8010762-2015-00293. (B)(4).